Event description:
It was reported that both leads were explanted due to an apparent lead fracture, no capture, undersensing, high thresholds, and muscle stimulation. No further patient complications were reported as a result of this event.